Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that they will replace the device and the device will not be returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement at the time of the reported malfunction.